Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of peg tube torn/split. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, the patient reported that the peg tube was broken with fluid loss. The patient was hospitalized in (B)(6) 2015 and it was found that the internal bumper was partially lodged in the gastric wall and the stoma site was infected. The peg was removed and the stoma site was subsequently sutured. The procedure was completed with a new peg. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, the patient reported that the peg tube was broken with fluid loss. The patient was hospitalized in september 2015 and it was found that the internal bumper was partially lodged in the gastric wall and the stoma site was infected. The peg was removed and the stoma site was subsequently sutured. The procedure was completed with a new peg. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on december 11, 2015 stating that the peg tube was removed on (B)(6) 2015 due to infection.